Event description:
The parent's were contacted by the patient's school because they were unable to resolve a problem with the sound processor alarm. The patient's parents and the clinic exchanged the external hardware. However, the problem did not resolve. Further testing conducted by the implant center confirmed that the device was no longer functioning. The patient's device was explanted. They were reimplanted with another clarion device.